Event description:
Additional information received reported the patient removed the device because she felt uncomfortable that she 'had something in her.' It was noted the device was working, but it was removed due to the patient's discomfort.

Event description:
It was reported that the patient never had therapeutic effect and would like to have the device removed. Additional information received reported that the device had been removed, but it was unclear when it was removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v794131, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis of the battery, model 3058, serial # (B)(4), found no significant anomalies. Analysis of the tined lead, model 3889-28, found the lead body conductor broken and the anchor site unknown.